Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 350 mg/dl at the highest. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. Recommendation was made by the tandem clinical diabetes specialist to wear the pump in a case.